Event description:
Reporter alleged obtaining discrepant blood glucose values of 47 mg/dl back to back with a result of 110 mg/dl when testing was performed 5 minutes apart on the advantage system. Reporter alleged he was experiencing hypoglycemic symptoms during the time of the testing and self treated with orange juice and glucose tablets. No other actions were taken or treatment was received. A request was made for the return of the suspect product and replacement product was sent.